Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, after having been implanted for 36 months, due to elective replacement indicator (eri). Premature battery depletion was suspected. It was also reported that during the change out procedure it was noted that the electrode of this defibrillation lead was damaged and repaired with silicone.